Event description:
It was reported that the firing action of holster is weak, not allowing adequate penetration of tissue. Several different probes were used with same result. A second holster was used to complete case with no patient consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the firing assembly cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.